Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately fourteen years and fours months post deployment, a chest CT demonstrated the leg of the ivc filter in the right ventricle muscle.therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and in conjunction with or before orthopedic surgery. At some time post filter deployment, it was alleged that the filter leg detached and lodged into the ivc wall. Furthermore, it was alleged that the patient had a CT scan that showed the filter leg is in the patient¿s heart. Additionally, the patient allegedly experienced chest pain and shortness of breath. The device was removed but the filter leg remains in the patient¿s heart. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and in conjunction with or before orthopedic surgery. At some time post filter deployment, it was alleged that the filter leg detached and lodged into the ivc wall. Furthermore, it was alleged that the patient had a CT scan that showed the filter leg is in the patient¿s heart. Additionally, the patient allegedly experienced chest pain and shortness of breath. The device was removed but the filter leg remains in the patient¿s heart. The current status of the patient is unknown.